Event description:
The patient was implanted with a vented electric lvad in 10/2002. Patient was transplanted in 2003. Upon inspection of the device by the pre-op coordinator, the device showed possible inflow valve incompetence.